Manufacturer narrative:
The tech found no 8vdc at the power control module. The tech replaced the power control module to repair the bed.

Event description:
Info received indicates the bed has no functions working.